Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1819928) on (B)(6)2018. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("severe pain") and genital haemorrhage ("significant and regular bleeding") in a 41-year-old female patient who had essure (batch no. D31447) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2015, the patient had essure inserted. In december 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloated stomach"), cyst ("appearance of cysts"), irritability ("irritability") and abnormal behaviour ("behavioural problems"). The patient was treated with surgery (essure removal along with the fallopian tubes). Essure was removed on (B)(6)2016. At the time of the report, the abdominal pain, genital haemorrhage, abdominal distension, cyst, irritability and abnormal behaviour outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, abnormal behaviour, cyst, genital haemorrhage and irritability with essure. The reporter commented: fallopian tubes removal caused even more intense pain and she had to be given a mirena iud to stop the bleeding and pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 28-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("severe pain") and genital haemorrhage ("significant and regular bleeding") in a (B)(6) year-old female patient who had essure (batch no. D31447) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloated stomach"), cyst ("appearance of cysts"), irritability ("irritability") and abnormal behaviour ("behavioural problems"). The patient was treated with surgery (essure removal along with the fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, abdominal distension, cyst, irritability and abnormal behaviour outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, abnormal behaviour, cyst, genital haemorrhage and irritability with essure. The reporter commented: fallopian tubes removal caused even more intense pain and she had to be given a mirena iud to stop the bleeding and pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the regulatory authority is not possible. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.